Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The physician did not let off the foot pedal nor lower the laser power once the blue pixels were witnessed. The physician did, however, perform a biopsy prior to the ablation procedure. There were no patient complications reported in relation to this event.